Manufacturer narrative:
The event was not reported within the required reporting timeframe due to delayed internal escalation. Upon identification, the complaint was immediately evaluated for reportability and submitted. A supplemental report will be submitted once investigation occurs.

Event description:
The customer reported experiencing eye and skin irritation after using the mask. The customer discontinued use of the mask following the reaction and used creams and eye drops to help alleviate the symptoms.